Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2013 patient experienced a hardware failure. Patient was advised to restart device. Dexcom has issued an rga for patient to return device to be investigated.